Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon of a 3.5x48mm xience xpedition stent delivery system (sds) ruptured at an unspecified pressure. An unspecified xience was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture as it was not confirmed during return device evaluation. It should be noted that the stent delivery system was returned with damage including a tear and leak in the outer member (om) which was identified during return evaluation. It is likely the noted om leak was misidentified as the reported material (balloon) rupture. Factors that may contribute to leaks include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.